Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on. He further reported that on an unspecified date/time he began to experience ¿dizziness and sweating,¿ but when he tried to perform a test the meter did not turn on. Customer further reported he self-presented to an emergency room where a reading of 29 mg/dl was received on a hospital device. Customer reported he was treated with insulin via intravenous infusion. Customer was contacted in follow-up to clarify the reported treatment. The customer reiterated that he was treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. Model no was missing in the initial report.

Event description:
Customer reported his adc blood glucose meter would not turn on. He further reported that on an unspecified date/time he began to experience ¿dizziness and sweating,¿ but when he tried to perform a test the meter did not turn on. Customer further reported he self-presented to an emergency room where a reading of 29 mg/dl was received on a hospital device. Customer reported he was treated with insulin via intravenous infusion. Customer was contacted in follow-up to clarify the reported treatment. The customer reiterated that he was treated with insulin. There was no report of death or permanent injury associated with this event.